Manufacturer narrative:
Product event summary: the controller (B)(6) and six batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection involving (B)(6). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a momentary disconnection between the controller and battery (B)(6). D4: expiration date: 2017-05-31 UDI #: (B)(6). H3: yes h4: mfg date: 2016-05-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(6). D4: expiration date: 2017-06-30 UDI #: (B)(6). H3: yes h4: mfg date: 2016-06-30 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(6). D4: expiration date: 2017-06-30 UDI #: (B)(6). H3: yes h4: mfg date: 2016-06-30 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(6). D4: expiration date: 2017-11-30 UDI #: (B)(6). H3: yes h4: mfg date: 2016-11-30 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(6). D4: expiration date: 2018-07-31 UDI #: (B)(6). H3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(6). D4: expiration date: 2018-07-31 UDI #: (B)(6). H3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. The vad controller ac adapter was not recognized by the controller. Servicing was performed and the ac adapter remain in use.

Manufacturer narrative:
Correction: other devices involved in this event: brand name: heartware ventricular assist system -ac adapter. Ac adapter / cac205955 /model #: 1650de / expiration date: 2018-12-18, UDI #: asku. Device available for evaluation: no. Mfg date: 2017-12-18. Labeled for single use: no. Patient code(s): c76143 h6: device code(s): c63025, c62952. FDA conclusion code(s): 92. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-12-31. UDI #: (B)(4). Mfg date: 2015-12-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-11-30. UDI #: (B)(4). Mfg date: 2015-11-30. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-12-31. UDI #: (B)(4). Mfg date: 2015-12-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-01-31. UDI #: (B)(4). Mfg date: 2016-01-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-12-31. UDI #: (B)(4). Mfg date: 2015-12-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-01-31. UDI #: (B)(4). Mfg date: 2016-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited power switching and the controller exhibited power disconnect alarm when trying to switch power sources. Servicing was performed and the batteries remain in use. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. A4 weight in lbs corrected from 180 to 192. D3 manufacturer email corrected from (B)(6). E1 initial reporter email corrected to (B)(6). E3 occupation corrected from health professional (hpro) to other healthcare professional (othe). G3 report source corrected from company representative, health professional to company representative, health professional, study. H10 as a result of review on the complaint file, this report contains an update to the product event summary to reference the formal investigation associated with the reported failure and also updates applicable FDA results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Findings remain unchanged. Continuation of d11 corrected to d142 ICD, 0295 lead, 7740 lead implanted (B)(6) 2017. Additional products: serial # (B)(6) catalog # corrected to 1650 and h3 device evaluation corrected to yes; serial # (B)(6) catalog # corrected to 1650 and h3 device evaluation corrected to yes; serial # (B)(6) catalog # corrected to 1650, h3 device evaluation corrected to yes and FDA conclusion codes corrected from 67 to 67, 4310; serial # (B)(6) catalog # corrected to 1650 and h3 device evaluation corrected to yes; serial # (B)(6) catalog # corrected to 1650 and h3 device evaluation corrected to yes; serial # (B)(6) catalog # corrected to 1650 and h3 device evaluation corrected to yes; serial # (B)(6) d1 corrected from heartware ventricular assist system -ac adapter to heartware ventricular assist system ¿ controller ac adapter, d4 model # corrected from 1650de to 1430us and catalog # corrected to 1430us, and h3 device evaluation corrected to yes. Product event summary: the controller, six batteries ((B)(6) ) and controller ac adapter were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed did not reveal premature power switching events. The data file, however, revealed several momentary disconnections involving (B)(6) and a controller ac adapter that did not lead to a premature power switching event. Log file analysis revealed a controller power up event on (B)(6) 2018, at 14:22:53. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 25% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and nothing was connected to power port two. There was no evidence that a controller ac adapter was connected prior to the loss of power. The controller was without power for 12 seconds. As a result, the reported loss of power was confirmed. The reported power disconnect alarm was not confirmed, however, momentary disconnections will result in an audible tone. The patient may have perceived the momentary disconnection as a power dis connect alarm. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. Continuation of d11: d142 ICD, 0295 lead, 7740 lead implanted (B)(6) 2017 additional products: d4: catalog #: 1650 / serial #: (B)(6) h3: yes d4: catalog #: 1650 / serial #: (B)(6) h3: yes d4: catalog #: 1650 / serial #: (B)(6) h3: yes h6: FDA conclusion code(s): 67, 4310 d4: catalog #: 1650 / serial #: (B)(6) h3: yes d4: catalog #: 1650 / serial #: (B)(6) h3: yes d4: catalog #: 1650 / serial #: (B)(6) h3: yes d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430us / catalog #: 1430us / serial #: (B)(6) h3: yes this information was received from the destination therapy trial improved blood pressure management study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.